Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had partial display as there were lines through the screen. The blood glucose level of the customer was unknown. The customer also stated that they had absence of no delivery alarm despite of having bent cannula. The insulin pump will return for analysis.